Event description:
Literature: bonouvrié la, van schie pem, becher jg, van ouwerkerk wjr, reeuwijk a, "jeroen vermeulen r. Effects of intrathecal baclofen on daily care in children with "secondary generalized dystonia: a (B)(4). European journal of paediatric "neurology. 2011;15(6):539-543. Doi:10.1016/j.ejpn.2011.05.003" summary: the authors perform a (B)(4) to determine if intrathecal baclofen (itb) "improves daily care and decreases dystonia and pain in patients with dystonic cerebral "palsy (cp)." Reportable event: the authors report that one patient experienced a cerebrospinal fluid leak "during the trial treatment resulting in worsening; pain, discomfort and happiness and "required an extended hospital admission. It was unclear if this patient received itb via "an external catheter with bolus injections or via a continuous micro-infusion pump. The "interventions taken for this event was catheter removal and bed rest." See literature article attached to MFR report number: "3007566237-2012-00148".

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to "match the events reported with previously reported events." Additional information has been requested.